Event description:
A customer obtained reproducible elevated thyroid-stimulating hormone (tsh) results, above the normal reference range, for several patients (customer only provided results for 4 patients. Subsequent testing on an alternate methodology produced results within the normal reference range. The elevated results were reported out of the lab and all patients were administered t4 medication as a result of the elevated tsh results.

Manufacturer narrative:
The customer collects tsh samples in bd serum tubes with a gel separator. Specimens are centrifuged on the automation line. Tsh qc is run "several times a day", and results were within the customer's established ranges. There is no indication that service was dispatched for this event. The customer sent sample from patient #2 to customer product line support (cpls) for additional testing. The cpls was able to confirm the presence of a heterophile interferent for patient #2. No clear root cause was determined for patients 1, 3 , and 4 since those patient samples were not sent for additional testing. A malfunction will be assumed for the purpose of this report.